Manufacturer narrative:
Investigation completed on a smiths medical tracheostomy/pvc - portex tubes blue line ultra (blu) . Pictures submitted. Picture three revealed from visual inspection under protocol a small tear in the cuff. Also revealed in picture one. On picture four, the cuff of returned sample was inflating using a syringe with air, then the product was immersed in water to detect any leakage. Bubbles came out the one way valve. The event was confirmed. The most probably root cause is one way valve get damaged after it left smh facilities since units should be pre-checked before use in patients and the product is 100% uson leak tested in manufacturing process. However, occurrence may be related to insufficient thf pvc cement. Cuff leakage with potential cause of wrong handling and improper assembly cuff placement gap.

Event description:
Device evaluation completed and summary in h 10.

Event description:
It was reported that immediately after inserting the product into the patient, the customer noticed air was leaking from it, which did not allow him to perform a ventilation successfully. He then changed the tube to another new one, and the situation was settled. No adverse patient effects were reported.

Event description:
Redaction and correction on file, being malfunction reportable as the event described no patient injury. Once a endotracheal tube is in place, airway risk is lessoned as bougie is usually used to exchange devices. This adjunct prevents loss of airway management.

Manufacturer narrative:
Corrected data: correction made on h 1 from serious injury to malfunction reportable. The report, indicated no patient injury.